Manufacturer narrative:
The pump was returned and evaluated. The instrument was tested for rate accuracy and rate change. The unit was found to be infusing beyond the MFR's specification for rate. No rate change could be duplicated. Additionally, engineering review of the software and hardware design revealed nothing which to determine what caused the noted failure, and suspect this may be user related. The instrument was routed through the service dept. For rate calibration and returned to the user.

Event description:
Pump changed rate from 1.5cc to 30 ml/hr. There was no resultant pt complication.